Event description:
This case was initially received via regulatory authority (B)(6) on 07-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("major fatigue"), headache ("headaches"), dysmenorrhoea ("pain during menstruations"), depression ("depressive syndrome") and arthralgia ("joint pain"). In (B)(6) 2017, the patient experienced scar ("pelvic pain due to pelvic scar") and pelvic pain ("pelvic pain due to pelvic scar"). The patient was treated with surgery (total hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, depression, arthralgia, scar and pelvic pain outcome was unknown and the fatigue and headache had resolved. The reporter provided no causality assessment for arthralgia, depression, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain and scar with essure. The reporter commented: she had pelvic pain due to pelvic scar. She was currently healing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-dec-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 562 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.